Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's husband stated he believes the lead might have moved to far from the nerve so patient was not feeling stimulation. Patient's husband, spoke with the sales representative, and decided to switch to the right side and increase the stimulation level. Patient was implanted for urge incontinence. Evaluation started on (B)(6) 2017. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.